Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-46032, 2017865-2022-46033. It was reported that the patient presented to the clinic for a non-cardiac related surgical procedure. It was noted that the patient had recurrent bacteremia. Vegetation was noted on the right atrial lead. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.